Event description:
Procedure: elective percutaneous transluminal coronary angioplasty. The sidewall on the sheath split and the wire went through. No known harm to patient, another one use. Manufacturer response for introducer, catheter, glidesheath slender (per site reporter), will obtain.